Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose causing her to go unconscious and was taken to the hospital where customer woke up connected to an IV. Customer's blood glucose was 500 mg/dl at the time of call. Customer declined transfer to helpline. Two attempts were made to contact customer regarding further hospitalization information but customer could not be contacted.